Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 214 mg/dl (aviva), 441 mg/dl (doctor's meter), and 200 mg/dl (aviva). No actions taken based on device results. Customer was administered insulin based upon the reading of 441 mg/dl. Customer was already in the doctor's office for a schedule stomach procedure. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.